Event description:
It was reported that a transfer set leaked at the female connector; further described as "iodine leakage". This occurred during an unspecified process step for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye identified damages in different locations on the dark blue female connector. Functional testing including clear passage and clamp function testing was performed with no issues noted. Leak testing failed due to a leak was detected between the female connector and mini cap. The damage on the blue connector was the cause of the leak. The direct cause of the event was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.